Manufacturer narrative:
(B)(4).

Event description:
A sensor pod was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. The reported event of a missing sensor wire was confirmed; however, it is unknown if the returned deviced is the complaint device. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The first sensor wire (detached) is being reported under MFR 3004753838-2016-03452

Event description:
Patient's mother contacted dexcom on 05/18/2016 to report two (2) missing sensor wires that occurred on (B)(6) 2016. The patient's mother reported that both sensors were retained on the same day, one after another. The sensor was inserted into the abdomen on (B)(6) 2016. The patient mother reported patient was feeling tenderness at the insertion site. Patient's mother called endocrinologist who told her to take the patient to the primary care physician. On (B)(6) 2016, patient's mother took patient to the primary care physician. X-rays were taken and confirmed there was one (1) sensor in the body. They could not find the second sensor wire as patient was wearing a sensor on the other side of abdomen. The doctor referred the patient's mother to a pediatric surgeon. On (B)(6) 2016, patient's mother took patient to a pediatric surgeon for consultation. No procedures were performed. Patient's mother was told to monitor the site. No follow up visit was scheduled. At the time of contact, patient was in good condition. No further event or patient information is available.

Manufacturer narrative:
(B)(4)